Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose tests. Reporter's results were 40 and 12mg/dl. Reporter did not have any symptoms. Control testing was low, out of range, with no details given. No harm was alleged.